Event description:
It was reported by the customer that the bd pyxis¿ es refrigerator had storage bin failure allowing dispense of controlled medication without recording dispense in system. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator storage bin 2.1 had failed. The customer removed the medications from the refrigerator. A field service engineer (fse) disassembled the inside of the refrigerator to access and remove the row, removed the iraq board (801007-1), replaced it with a new assembly, reassembled the inside of the refrigerator to resolve the issue, and then powered the station up. The customer logged in and recovered the storage spaces and tested the fridge by inventory. The system functioned as intended after the field service engineer repaired the device.